Event description:
It was reported during a procedure while using the atw35 the surgeon fired the device and experienced oozing. The surgeon hospitalized the pt for observation due to the oozing that was experienced. 03/02/1998 the rep reports there was oozing after the procedure, not after the firing of the device and that is why the surgeon hospitalized the pt for observation.